Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's therapy 'did not stay on all the time'. The patient mentioned that last night they thought they had their settings up too high but they were hardly feeling 'it' and then went off and then 5-10 minutes later it came back on and they got a jolt that woke them up. The patient added that they only felt the stimulation when they were on their back laying down. The patient stated when they were lying on either side or when walking, they did not feel the stimulation which was what the implant was supposed to be for. The patient noted their intensity was set at 6.8. An overview of the stim on/off button was provided. The patient noted that 'they' started on 15, then 25, then 35 but it was not hurting them and they stopped feeling the 'electrodes' through them. The patient was redirected to their healthcare provider (hcp) to further address the patient's settings and possible reprogramming.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.